Event description:
The customer reported that the device will not power on and when it does power on, it fails the operations check. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.